Event description:
The customer reported the following patient event: the patient was on a ventilator receiving sedation, IV's were infusing via a central line and vital signs were stable. Channel a was levophed, channel b was propofol, and channel c was maintenance fluids. The levophed was a low dose infusing through a port by itself, so the nurse planned to piggyback ns at 10ml/hr into the port as a carrier infusion. At approximately 1005 channel d was connected to the system. Reportedly, the tubing had not yet been put into the channel when the nurse was called away to help another patient. At approximately 1015, the patient's ventilator alarms were going off, the nurse went to his bedside and found him to be agitated, trying to sit up, his heart rate and bp were elevated and his color was dusky. The nurse looked at the pumps, and saw that both channel a and b were off, but channel c was on. Channel b was restarted immediately with no problem, channel a was not restarted at this point because the patient's bp was elevated, but it was restarted later with no problem. Approximately 10 minutes after the propofol was restarted on channel b the patient was relaxed and within an hour the vital signs were stable. About 45 minutes later the patient had a new order for a heparin drip, the nurse went to infuse it using channel d but again channels a and b shut off. Channel d was removed and the nurse attached a new channel and the problem was resolved. The channel configuration at the time of this incident was stated to be channels a and b on the left side of the pcu, with c and d on the right (biomed got this information from the clinical lead, but he was not able to confirm it himself). He also stated that two of the channels associated with the incident have yet to be retrieved. The infusion sets were discarded. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer is requesting a log review. The pc unit event, error logs and dataset have been received. The evaluation is pending. A follow-up report will be submitted once the investigation has been completed.